Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm vticmo12.6 -12.5/2.5/87 (sphere/cylinder/axis) implantable collamer lens tore/broke during injection/delivery into the right eye (od). On (B)(6) 2023 the lens was exchanged and the problem resolved. It was reported that there was no patient injury. Cause of event was unknown.